Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a caesarean section, there was no issue noted on the pad, it looks normal, but the patient had a first degree burn located on the thigh approximately a penny size from the diathermy pad site located at the edge of the pad. They found it after the procedure was completed.